Manufacturer narrative:
Currently, it is unk whether the device may have a caused or contributed to the reported event. The operative report provided by the pt's attorney indicated that on (B)(6) 2001 the pt was implanted with a bard flat mesh during a laparoscopic assisted hysterectomy, burch, urethral suspension, perineorrhaphy, labial trimming and removal of urological suture. The pt's attorney did not allege a specific device failure and the medical records provided included only the operative report for the implant procedure. We have contacted the initial reporter to request additional info and if available, to request return of the device for evaluation. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If additional event and/or evaluation info is obtained, a follow up MDR will be submitted.

Event description:
The following is based on medical records (operative report) provided by the pt's attorney: (B)(6) 2001 - pt was implanted with a bard flat mesh during a laparoscopic assisted hysterectomy, burch, urethral suspension, perineorrhaphy, labial trimming and removal of urological suture. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.